Event description:
A customer contacted beckman coulter inc (bec) to report that the unicel dxc 800 pro synchron clinical system generated a suppressed out of instrument range low (oir lo) triglyceride (tg) result for one patient sample. The original sample was re-tested on a different instrument in the customer's lab and the result obtained was 0.99mmol/l. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The sample did not appear to be lipemic. The specimen was collected in a 13x100mm, serum separator tube (sst). Qc results showed some imprecision for tg. No other samples or chemistries were affected. A customer technical support (cts) spoke to the customer on (B)(6) 2012, but customer stated they do not want to troubleshoot and would like service. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse indicated that customer maintenance was due and customer swapped out the reagent syringe with a new one and this resolved the issue. A precision and comparison to other analyzer was performed, and qc and calibration was verified. The cause of the event was a malfunction of the reagent syringe. The tg issue occurred at his customer site on (B)(6) 2012 and is covered under MDR 2050012-2012-00835.